Event description:
It was observed that during the device inspection, the colonovideoscope had a foreign object come out from the air and water nozzle and there was foreign matter attached to the tip including the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. There was no damage found where the foreign materials were found. Based on the customer-provided reprocessing information, there was no reported deviation from the device instructions for use. Foreign material came out of air/water nozzle: analysis of the foreign material revealed that the foreign substances were organic silicones and rust. The organic silicone was likely drug-based on foreign material found on the distal tip. The rust was derived from metal corrosion. Possible causes include insufficient pre-cleaning and rinsing, and/or insufficient drying due to the fact that valves were not removed when the endoscope was stored. Foreign material adhered to the distal end: analysis revealed that the main component was a mixture of calcium stearate and organic silicone, with trace amounts of silicates and protein detected. In addition, cellulose fiber was detected at the distal end. Possible causes include: foreign substances from the air supply adhering to the objective lens; insufficient pre-cleaning and rinsing; and/or insufficient drying due to valves not being removed when the endoscope is stored. The event can be prevented by following the reprocessing manual, "chapter 5 5.5 manually cleaning the endoscope and accessories" and "chapter 8 storage and disposal". Olympus will continue to monitor field performance for this device.